Manufacturer narrative:
D4 correction: model number entered.

Manufacturer narrative:
D1 correction: updated device brand name to align with the information in the corresponding fields in gudid.

Manufacturer narrative:
H2 correction: updated the device identification fields to align with the information in the corresponding fields in gudid.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with moderate calcification and mild tortuosity. The hi-torque (ht) balance middleweight universal ii guide wire had resistance with a balloon catheter and stent getting stuck in the coating of the guide wire. There was no peeling noted. There was resistance during removal of the devices but were removed independently. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.